Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were returned to the distributor and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was in the hospital at the time of passing. Review of the download data, indicates the patient received one shock in response to amplitude oversensing and double counting. The patient's rhythm was a sinus rhythm at 70 bpm with amplitude oversensing and double counting at 16:07:06 when the treatment occurred. The patient's post shock rhythm was a sinus rhythm at 70 bpm with amplitude oversensing and double counting. The response buttons were not pressed during the event. Per holter monitor the patient was last seen in sinus rhythm at 80 bpm with tall p waves at the time of the device shutdown at 16:09:10 on (B)(6) 2020. The patient passed away on (B)(6) 2020 at approximately 18:15.